Event description:
It was reported that the patient with this right ventricular (rv) lead presented to the emergency room with no capture at maximum output without asystole, and pace impedance measurements high out of range, greater than 3,000 ohms. A temporary pacer was placed until a lead revision procedure could be completed. Subsequently, the lead was explanted and replaced with a new lead of a different model. No additional adverse patient effects were reported. At this time, the lead has not been returned. If the product is returned, analysis will be performed and this report will be updated with pertinent information upon completion of analysis.